Event description:
A patient, who had been wearing focus night & day lenses for 30 days continuous wear, presented with moderate pain in left eye. A small centrally located infiltrate was diagnosed and an unspecified medication was prescribed. The patient returned for follow up next day with a centrally located ulcer. Visual acuity reported as 20/20 prior to event and currently reported as 20/25, however, the ulcer is still active and not completely resolved. Scarring is expected. Prognosis is stated as positive, but final resolution is unknown. No further information is available.